Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing during evaluation and was found to operate and alarm as designed. The device's audible alarm function was confirmed to be within the specified decibel level. The ventilator's downloaded event logs were reviewed. The device maintains the event log in non-volatile memory. An event, as logged by the device, includes every keypress, alarm, or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event log would have contained entries related to the malfunction. The downloaded event log indicates ac power was connected to the ventilator 23:44:30 local time on (B)(6) 2016. The device had been operating on detachable battery power prior to the ac power being connected. At 23:46:15 local time on (B)(6) 2016, the ventilator began sounding low tidal volume, low minute ventilation, check circuit and patient circuit disconnect alarms. Most of these alarms were brief with the longest in duration being a low tidal volume alarm that sounded at 00:11:52 local time on (B)(6) 2016 for 49 seconds. None of these alarms were acknowledged as evidenced by no alarm silence/reset keypresses being logged during this time. At 00:15:07 local time on (B)(6) 2016, a low tidal volume alarm sounded with a duration of 222 seconds (approximately 3.7 minutes) followed by a patient circuit disconnect alarm at 00:15:08 local time with a duration of 223 seconds and a low minute ventilation alarm at 00:15:19 local time with a duration of 210 seconds. The issue causing these alarms appears to have corrected until 00:19:03 local time on (B)(6) 2016 when a low tidal volume alarm with a duration of 97 seconds followed by a patient circuit disconnect alarm at 00:19:13 local time with a duration of 117 seconds (approximately 2 minutes) and a low minute ventilation alarm at 00:19:15 local time with a duration of 112 seconds. The issue causing these alarms appears to have corrected until a low tidal volume alarm sounded at 00:21:19 local time on (B)(6) 2016 with a duration of 112 seconds followed by a patient circuit disconnect alarm at 00:21:22 local time with a duration of 1088 seconds (approximately 18 minutes). None of these alarms were acknowledged as evidenced by no alarm silence/reset keypresses during this time. The device continued to alarm until an alarm silence/reset keypress was logged at 00:39:30 local time on (B)(6) 2016. The ventilator was then turned off using the proper sequence of keypresses at 00:39:56 local time on (B)(6) 2016. The device was not powered on again until 13:20:21 local time on (B)(6) 2016. Based on testing and evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed during the relevant timeframe. A patient circuit disconnect condition occurred for approximately 18 minutes with the device appropriately alarming to alert the caregiver of the condition.